Manufacturer narrative:
Brand name: micra, model #:mc1vr01, expiration date: 2022-07-28, serial#: (B)(4), UDI #: (B)(4). Device available for evaluation: no. Dev rtn to MFR? No. Mfg date: 2021-01-29. Labeled for single use: yes. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure procedure that the patient experienced pericardial tamponade and the leadless implantable pulse generator (ipg) perforated the heart. The leadless implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.